Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2025, a sales representative reported via (B)(4) that an ar-1400f-100 arthrex flexible reamer broke while drilling the femoral tunnel during an acl reconstruction. The broken piece was retrieved from inside the femoral tunnel, and a new one was opened. There was no harm done to the patient, with a case delay of five minutes reported. This occurred during use on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the distal end of flexible reamer broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or the device coming in contact with another device during use.